Event description:
Savery dilator used during a gastroscopy procedure. Dilitation was performed and the patient tolerated the procedure well. A follow up barium swallow was done which showed a small esophageal leak. The patient was transferred to another facility for surgical consult. This a possible complication of this type of procedure.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.